Event description:
Procedure: hysterectomy. According to the reporter: the instrument was loaded the first time in order to close the vaginal cuff. After taking the second bite of tissue, the needle broke in half inside the patient and the surgeon was unable to recover the lost half of the needle. Subsequent reloads worked fine and the surgeon was able to continue using the same instrument and finish the case with no increase in or time. No tissue damage or patient injury reported.